Event description:
Information received indicates u2 on the motor control board vented, leaving a film of smoke on the electronics housing cover. No patient was in the bed.

Manufacturer narrative:
The technician replaced the head hi/low actuator, the logic board and the motor control board to repair the bed.